Manufacturer narrative:
Additional information has been provided in d9 corrected information has been provided in h3 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative; an impella cp was inserted via the femoral artery to support the 67 year old female patient who had been admitted in with known coronary artery disease, with a plan for a protected percutaneous coronary intervention (pci). Underlying medical history was not shared. As the team was setting up for the support and pci the purge cassette failed to prime as expected. Multiple attempts were made, but they found they needed to replace the cassette. The priming failure lead to the exchange, however the exchange was performed with no consequence to the patient and support. The pump supported for the pci and was then weaned and explanted. The patient survived.

Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. Priming problem: the cause of priming problem was not determined since the issue not reproduced during evaluation.